Event description:
During a laparoscopic splenectomy procedure, the device locked out on the initial firing. Attempted to pull the manual release level and the device did not reopen. The device was not on tissue. The device was pulled out. Case completed with another device of a different product code.